Event description:
A malfunction was reported on the pump, specifically marked with malfunction code 12. There was no adverse impact to the customer's blood glucose level. Customer support provided assistance with resetting the pump, which resolved the issue without recurrence. Customer was advised to continue using the pump and to reach out if the problem happens again.